Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was loose and disconnected from the pump. There was no reported adverse impact to the customer¿s blood glucose level. Cartridge was reloaded and resumed insulin deliveries.